Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope exhibited image flickers and goes black. The issue was identified during set up / inspection for use for a bronchoscopy procedure. It is unknown if the procedure was completed. There were no reports of patient harm.